Event description:
Per the surgeon, the patient underwent surgery (B)(6), 2014 to explant the internal magnet due to extrusion. During the same procedure a cover screw was placed. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.